Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. External visual inspection of the returned material revealed functional damage and exposed wires to power extension cable. No software malfunctions or anomalies were observed. Patient data backup was performed without errors using the returned gsm modem. A test power extension cable was used for performance testing due to functional damage and exposed wires to the one returned. The unit powered on successfully in conjunction with the test power extension cable with the power supply connected directly to it. The unit passed diagnostic test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming functional damage and exposed wires of the power extension cable on the patient electronic unit.